Manufacturer narrative:
Investigation result: our quality engineer inspected the samples submitted for evaluation. Bd received 3 sealed 20ga x 1.00in. Insyte autoguard units from lot number 4305275. The units were tested for retraction by breaking tip adhesion, slightly advancing the catheter, and activating the button. A stopwatch was used to measure the time between button activation and full needle retraction. All 3 units retracted instantly and without any defects detected. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: we have had several instances where the needle did not retract after pressing the button on some IV catheters. This is a safety issue for both pt and staff. I have been hearing it from multiple people throughout multiple days. Unfortunately, it is a huge safety issue not only with the patients but also with the nurses and we cannot have this happening as we place ivs in over 70+ patients a day. I had great difficulty with needle retracting at least 3 occurrences on one day. With these occurrences, I had to abort or had blown the veins with patients. One needle didn't even retract at all. Customer response: mon (B)(6) 2025 9:44 am it was mentioned as "at least 3 occurrences on one day". Can you please provide an exact date of this event? 3-24-2025 it was mentioned as "with these occurrences, I had to abort or had blown the veins with patients". Could you please confirm how many patients have been affected? 10+ describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Needle not retracting.